Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the drill would turn hot within a minute. There was no patient harm involved.

Manufacturer narrative:
Analysis could not confirm customer complaint. The max temperature after 1 minute was 80 deg. F. The device performs accordingly. No further faults were found. If information is provided in the future, a supplemental report will be issued.